Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow-up of an asymptomatic patient, that a fracture of the atrial lead was suspected. X-ray imaging was not performed due to the patients unrelated medical condition. Lead impedance had increased, sensing had decreased, capture had increased and noise was observed on the lead. The device was reprogrammed and the atrial lead was disabled.